Event description:
It was reported that on or about (B) (6) 2009, while rotating on a kci rotoprone therapy system, the pt's ventilator tubes allegedly became entangled and dislodged. It was further alleged that the pt may have suffered cardio-respiratory arrest. The report also indicated that the pt may have been in a coma at some point during or subsequent to the event. As of the date of this report, kci has been unable to determine whether the coma was a result of the alleged incident or was induced (common for pts undergoing aggressive pulmonary treatments).

Manufacturer narrative:
Kci records indicate that the rotoprone therapy system was placed with the pt on (B) (6) 2009. The unit was returned to the kci service center on 07/30/2009 and tested per quality control procedures. The device met specs. Rotoprone therapy system labeling states under safety tips tube and line mgmt - prior to activating rotation, assess the security of all invasive lines and tubes to accommodate a full 360 degrees of rotation and minimize the risk of binding, disconnecting, or dislodging. Tubes and lines should always have slack for rotation and pt movement. Tubes and lines must always be routed through and kept within top frame hoop or the circular opening in the frame at the foot-end of the unit, just beneath the main display panel. Do not hang or tie any equipment or lines on sides of pt support frame." Labeling also states, "ventilator management - always rotate the pt surface from the supine position toward the ventilator, to reduce risk of extubation." The rotoprone therapy system is also equipped with a checklist that appears on the screen prior to start of rotation. The first item on the checklist is "check tubing" to ensure that all lines are secure and have adequate slack to avoid pulling, tangling, binding, or dislodging during a full 360 degrees of rotation. The second item on the checklist is "check airway" to ensure ett and ventilator tubing are secure and have adequate slack to avoid pulling or twisting during a full 360 degrees of rotation.